Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s dbs system was working great, but during the call the patient did report that they felt a shocking sensation on the left side generator a few months ago, and it hadn¿t happened since. The caller stated that the hcp checked the impedances and they were within normal range. The caller did not ask for assistance to troubleshoot the issue. It was noted that the impedances would be the place to look for an issue and the patient would follow up with hcp if it happened again. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the shocking sensation wasn't determined and no actions or interventions took place to resolve the issue. The rep. Was unable to confirm this with the healthcare provider (hcp) because they left the office completely and the rep. Hadn't spoken with them since. No further complications were anticipated.